Event description:
The following was reported to gore on july 2, 2026, from the medrio study database: on (B)(6) 2021, this 79-year-old female patient underwent endovascular treatment for thoracoabdominal aneurysm iii. The patient was treated with a cook t-branch device and two gore®viabahn®vbx balloon expandable endoprosthesis devices placed, one in the sma and the other in the right renal artery. As second most proximal implanted device in the right renal artery a bare metal stent was added. On (B)(6) 2025, a computed tomography angiography (cta) was conducted and it was noted that the right renal artery of the patient is occluded. The adverse event is still ongoing and not recovered / resolved. It is mentioned that the primary relationship is vbx-stent graft related and that no treatment is required. The patient waits for a new cta on (B)(6) 2026.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study with hospital and patient. H3:-other: as the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the study coordinator, but not provided yet. Further investigation is being conducted and will be reported in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.